Event description:
Customer reported higher blood glucose (around 20 mmol/l) because of a disconnected transfer set tube separated from the connector, which he did not notice. It happened during the night, so he woke up with high blood glucose and afterwards found out that the transfer set was disconnected. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.